Event description:
Patient had implant on (B)(6) 2006 at (B)(6) hospital. At 30-day follow up, CT revealed proximal type I endoleak. A second CT was scheduled, but the patient did not show up. On (B)(6) 2008, the patient showed up at the emergency room at (B)(4). During an attempted conversion, the patient died.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Type I endoleak was noted at the 30-day follow up in 2006; however, the patient did not return for further examination. The patient returned in 2008 to the emergency room. Conversion was attempted but the patient died.